Manufacturer narrative:
Investigation results: severity: s2; occurrence: a complaint history check was performed and this is the related 1st complaint reported for the defect/condition on lot number 7023640. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Catalog / batch number mismatch in the database. DHR cannot be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd insulin syringe with the bd ultra-fine¿ needle 1ml 31g x 5/16" the syringe needle broke off into consumer¿s arm after injection. Consumer's spouse removed the needle with tweezers. There was no report of injury or medical intervention.